Event description:
Cylinder pin in tooth gap [foreign body] first the brush is loose (and then it eventually falls off completely) - oral-b [device connection issue] (first the brush is loose and then) it eventually falls off completely, brushes broke, found the cylinder pin - oral-b [device breakage] product counterfeit [product counterfeit] case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on 28-nov-2017 that 2 brushes from a 4 pack of oral-b flexisoft brushheads (oral-b sensitive) broke while being used with an oral-b rechargeable toothbrush, version unknown. The reporter described that first the brush would be loose and then eventually falls off completely. She reported that she found the cylinder pin from one of the refills in her tooth gap on an unspecified date. The case outcome was unknown. Relevant history: none reported. No further information was reported.

Manufacturer narrative:
08-jan-2018 product investigation results: the reporter returned toothbrush head on 02-jan-2018. Toothbrush head confirmed to be counterfeit.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Cylinder pin in tooth gap [foreign body]. First the brush is loose (and then it eventually falls off completely) - oral-b [device connection issue]. (First the brush is loose and then) it eventually falls off completely, brushes broke, found the cylinder pin - oral-b [device breakage]. Case description: report source: spontaneous. A female consumer of unspecified age reported via e-mail on (B)(6) 2017 that 2 brushes from a 4 pack of oral-b flexisoft brushheads (oral-b sensitive) broke while being used with an oral-b rechargeable toothbrush, version unknown. The reporter described that first the brush would be loose and then eventually falls off completely. She reported that she found the cylinder pin from one of the refills in her tooth gap on an unspecified date. The case outcome was unknown. Relevant history: none reported. No further information was reported.